Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: two photos samples were received by our quality team for investigation. Upon visual inspection, we are unable to confirm the source of the reported shaving. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001515801 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by customer that metal shavings from jamshidi. Verbatim: rcc received a complaint via email. Metal shavings from jamshidi. Customer response on aug 02, 2024. 1. Could you please provide a further description of the issue? Metal shavings flaked off from the jamshidi needle. 2. When was this defect observed? During or before use? During. 3. What was the impact to the patient? No. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 5. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 6. Any physical sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. 7. If possible, could you please provide picture samples for investigation? See photos 8. Was this reported earlier to bd? If yes, please provide complaint reference number. No.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26.

Event description:
It was reported by customer that metal shavings from jamshidi. Verbatim: rcc received a complaint via email. Email(s) attached. Metal shavings from jamshidi. Customer response on aug 02, 2024. 1. Could you please provide a further description of the issue? Metal shavings flaked off from the jamshidi needle. 2. When was this defect observed? During or before use? During 3. What was the impact to the patient? No. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 5. Can you please provide an exact date of event in format dd-mmm-yyyy? 05/010/2024. 6. Any physical sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No. 7. If possible, could you please provide picture samples for investigation? See photos 8. Was this reported earlier to bd? If yes, please provide complaint reference number. No.